Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-operatively, the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.